Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the descending colon during an unknown procedure performed on (B)(6) 2025. During the procedure, the clip was unable to release from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
. Imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: the returned resolution 360 clip was analyzed, and a visual evaluation was performed, and it was found that the device returned with the clip assembly with evidence of soft deployment and the control wire detached from the handle. No other problems with the device were noted. The reported event of clip unable to release from the catheter was confirmed. Investigation found that the control wire lacked proper flattening, which facilitated the detachment of the sleeve and caused the device to be unable to deploy. An investigation to address this issue is in progress. Based on the analysis of the returned device and the information available, the most probable cause is manufacturing deficiency.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the descending colon during an unknown procedure performed on (B)(6) 2025. During the procedure, the clip was unable to release from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.